Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported the anchor was placed into hole and started to insert anchor. After 2-3 turns anchor stopped, surgeon kept turning and anchor broke. A (0-30 min) delay was noted. No patient injury or complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could contribute to suture rupture include: (1) use of other ancillary instrumentation may compromise implant insertion and/or retention. (2)use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. (3)do not deploy a bent or damaged implant. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The subject speedscrew was used for treatment and returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the speedscrew shows the device was received with the implant detached. The function switch was received in the suture lock position. The pushrod was advanced (not detached). The customer did not returned the clinical suture and the snare lines were cut. Functional evaluation of the speedscrew cannot be performed due to the speedscrew is a single use device. The customer complaint was verified about the anchor is break however in the received condition of the implant the root cause could not be determined with confident. Factors that could contribute to suture rupture include: excessively tensioning, or inadequate tensioning applied to cuff or retention. Use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.